Event description:
It was claimed by the nurse that the bed¿s platform lowered to the trendelenburg position despite no bed¿s functions were activated at that time. It occurred when the customer staff tried to rotate a patient on a maxxair ets mattress placed on the bed frame. The claimed movement was stopped by unplugging the bed and plugging it back in. No injury occurred.

Manufacturer narrative:
At time of picked-up of the bed frame, the technician observed error e410 on the side rail control panel (sub-error e305). It informs about the issue with the integrated speaker which failure cannot lead to any bed frame movement. Moreover, if the error e410 occurs (or any sub-error), in the worst-case scenario it may lead to the bed's electrical repositioning functions being inoperative so it is impossible that occurring of the error code may cause any bed frame movement. The bed was inspected and the claimed issue was not duplicated. No failure that could contribute to unintended bed frame movement was found. The bed platform movement was observed when the mattress turn feature was activated by the customer staff, it may indicate that the mattress or the staff may unintentionally activate any button on the control panel. The event was not recreated therefore this hypothesis could not be confirmed. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. According to the instruction for use (IFU 831.374) ¿lock-outs for bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ the arjo device was not meeting its specification as the bed¿s platform lowered to the trendelenburg position despite no bed¿s functions were activated at that time. The citadel plus bed was used for the patient treatment at time of the event and played role in the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement.